Manufacturer narrative:
A1 patient identifier is unknown, a2 age at time of event, date of birth is unknown, a4 weight is unknown, a5 ethnicity is unknown, a6 race is unknown. Updated b4 date of report. Correction of d4, catalog #, unique identifier #, and lot #. Updated g7 type of report.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.